Event description:
Patient reported that four v-go 20 devices come off in one day. The patient stated that she used adhesive tape to keep the fourth v-go device on, patient has three of the v-go 20 devices available for collection.